Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, the manufacturing date and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual and microscopic inspection was able to confirm the reported event of probe break. The broken probe tip measured 15mm in length and was found to be detached. The missing portion was not returned. The teflon pad was inspected and it was found to be detached and partially split exposing metal. This type of probe and teflon pad damage are most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the tip of the probe broke and fell inside the patient when the cut and seal mode was activated. The surgeon used a grasper to successfully retrieve the broken piece. The intended procedure was successfully completed with another similar device. There was no patient injury reported. No further information was provided.